Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "b30 error" was caused by communication failure caused by a failure of the cable. The event can be detected/prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation it was found that b30 error (scope communication error) occurred due to a faulty cable. In addition, a smashed connector tip was found. This is an ongoing investigation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during a diagnostic cystoscopy procedure the hd camera head could not get a picture, due to a bad connection (no image). The issue was found during preparation for use. The camera was replaced with a different similar camera to continue the procedure. There were no reports of patient harm.